Event description:
A malfunction alarm was reported, identified as malfunction code malf 0. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further malfunctions occurred.